Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The instructions for use (IFU) for xience v states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU also states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature.

Event description:
It was reported that during a procedure to directly stent a narrow, moderately tortuous lesion that included the distal portion of a previously implanted unknown stent in the ostium and extending distally into the saphenous vein graft to an obtuse marginal, a non-abbott guide wire and filter were placed in the vessel as part of routine procedure. A xience v was then advanced into the lesion. The physician wanted to position the stent approximately 2-3 mm further when he met resistance. The sds would not advance further and would not retract. The physician continued to retract the sds and stated that he may have pulled a little harder than he should have. The xience v stent dislodged from the sds and could be seen under fluoroscopy. The physician stated that the stent likely met resistance with the previously implanted stent. Several attempts at retrieving the dislodged stent were made but were unsuccessful. The devices were ultimately retracted as a unit (guide wire, filter with capture stent, guide catheter). The devices were removed to the level of the sheath and were pulled out of the vessel and into the tissue tract. The filter wire separated in the tissue tract leaving the wire, filter and stent in the anatomy. The sheath and guide catheter were removed from the anatomy. The devices were surgically removed from the tissue tract on (B)(6) 2012 via a small incision in the right groin. The procedure to treat the target lesion is scheduled for (B)(6) 2012. The patient is fine and no additional adverse patient sequela. A clinically significant delay in the procedure occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect anatomy, no pre-dilatation, excessive force. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.